Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a dual-chamber implantation on (B)(6) 2017, the pacemaker was not pacing and sensing after leads connection. The leads models and polarities are unknown. The subject pacemaker was replaced and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any device malfunction. It is suspected that the cause of the reported issues in both atrial and ventricular channels is attributable to the use of unipolar leads, while the device was programmed with bipolar pacing and sensing polarities.

Event description:
Reportedly, during a dual-chamber implantation on (B)(6) 2017, the pacemaker was not pacing and sensing after leads connection. The leads models and polarities are unknown. The subject pacemaker was replaced and returned for analysis.

Event description:
Reportedly, during a dual-chamber implantation on (B)(6) 2017, the pacemaker was not pacing and sensing after leads connection. The leads models and polarities are unknown. The subject pacemaker was replaced and returned for analysis.